Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the pitch up cable was frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that in central processing, a frayed wire was identified on the pk dissecting forceps instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.